Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97754, serial# (B)(4), product type: recharger; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 8840, serial# unknown, product type: programmer, physician. (B)(4).

Event description:
It was reported the manufacturer representative was not able to adjust stimulation. The rep just finished doing reprogramming and setting amplitudes for various positions. They checked position which correctly confirmed the patient was laying on her right side. When performing tests the patient stood back up and the amplitudes did not come up and were way too low and the patient did not feel anything. The position was checked with the clinician programmer again and reset and then the patient was feeling stimulation again. The rep then deleted the old manual group b and auto filled programming the day of this reported into new group b. They then exited out of programming and the patient used their programmer (pp) and received a picture of dashes. The ins was interrogated again using the clinician programmer and the rep saw the correct amplitudes previously defined for each position. The patient was feeling stimulation and was sitting upright. The session was ended with the clinician programmer and the pp displayed the values after synchronizing. This was noted to have resolved the issue. Per specifications the meaning of the dashes was "null value set". Additional information received reported the rep was meeting with the patient tomorrow. Additional information received reported the patient would slightly move back and the adaptive stimulation turned off on her and the transition was not working. It was reported this issue had been going on for 2 months. It was stated the patient had frequent charging due to her high settings. Programs were reported as 1; 6.6 v, 450 pw, rate 220, 306 impedance, 3 anodes and 2 cathodes and 2; 7 v, 450 pw, 220 rate, 2 anodes and 2 cathodes, 375 ohms. Additional information received reported impedance test results were good. There was no malfunctions seen and no intervention needed. The patient was reported as "doing good".